Event description:
Customer reportedly, obtained results of 500mg/dl and 180mg/dl on the aviva system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No information to suggest where comparison performed.